Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. Corrected data: h6 component codes - removed bearing. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records; neither was provided. Insufficient information provided. Unable to perform a compatibility check. A complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: medical products: item#: unknown, unknown comp rev stem; lot#: unknown. G2: foreign: argentina. G2: literature: reverse shoulder arthroplasty with tuberosity healing after proximal humeral fractures and rotator cuff arthropathy: similar functional outcomes and complications in patients after 10 years follow-up vaccaro, ramiro et al. Journal of shoulder and elbow surgery, volume 0, issue 0 doi10.1016/j.jse.2025.04.030. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty on and unknown date. Subsequently, the patient experienced a periprosthetic fracture. There was no report of treatment or intervention noted. There was no revision required.